Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged needle was confirmed, and the cause appeared to be packaging related. The returned 22g nexiva device from lot #5239531 exhibited evidence that the device was caught in the seal. A void was observed in the packaging seal where the needle was positioned due to a misaligned unit within the packaging. The needle and overlying catheter were severed from being caught in the seal during the packaging process. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that broken needles occurred with 22g IV systems.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5239531. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.